Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Later healthcare professional reported "capsular contractures baker grade ii", "calcified" and "intact". This record is for the right side. The device was explanted. Events on this record are no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported "capsular contractures baker grade iii" and "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture a review of the device history record has been completed. No deviations or non-conformances noted.